Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and observed that it was consuming helium at a higher-than-normal rate. Testing confirmed a leak rate of approximately 35 psi per minute. The fse adjusted the fittings on the high-pressure helium regulator, successfully reducing the leak to within factory specifications. The unit passed all functional and safety test to factory specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had helium leak, before use. There was no patient involved.